Event description:
It was reported that during attempted proglide suture placement in the common femoral artery, using the preclose technique prior to a superficial femoral artery interventional procedure, when the proglide plunger was removed, a suture break occurred. The arteriotomy was 7f and the vessel was mildly calcified and moderately tortuous, but no calcification was reported at the access site. A second proglide device was used for successful suture placement using the preclose technique. The interventional procedure was completed and hemostasis was achieved with the pre-placed suture of the second proglide device. There were no reported adverse patient sequelae or clinically significant delay in the procedure. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, because the monofilament was not returned with the device the scope of the investigation was limited and the reported suture break could not be confirmed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformance that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.